Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. Moisture damage was noted on the electronic assembly.

Event description:
It was reported that customer dropped her insulin pump in the swimming pool. Customer's blood glucose was 7.8 mg/dl. There was no fluid in the battery or reservoir compartment, but water may have gone through a few cracks in the casing. The device was working at the time of the call. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.